Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an unspecified pump malfunction. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump malfunction

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2016 with the following findings: during a review of the black box data, no alarms were observed on the reported event date. The pump powered on normally during testing and successfully completed the ez prime steps. The pump was exercised for 24 hours with no issues. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint was not confirmed or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.